Manufacturer narrative:
Results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (target lesion exhibited 90% stenosis); deformation problem. Conclusions: known inherent risk of a procedure (stent deformation); device failure related to patient condition (target lesion exhibited 90% stenosis). (B)(4).

Event description:
The physician intended to use an endeavor resolute rx stent to treat a lesion in the lad that exhibited 90% stenosis. The device was inspected prior use with no abnormalities noted. Lesion pre-dilation was performed. It was reported that the endeavor resolute device could not pass the lesion. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No patient injury noted. Evaluation summary the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st and 2nd distal segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).